Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The customer reported postoperative endophthalmitis associated with the use of the system could not be confirmed. The unit is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the system caused or contributed to this reported event of endophthalmitis. Additionally, validated cleaning processes are in place as part of the handpiece manufacturing processes to minimize the potential for handpiece contamination. The handpiece directions for use (dfu) specifically indicated that the handpiece must be thoroughly cleaned and sterilized before the initial use and immediately after and prior to each subsequent use. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported two patient's developed endophthalmitis following cataract surgery. Additional information has been requested.